Event description:
It was reported that there was a 'problem' with the lead. The lead was replaced. No patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate shocks.